Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump had emitted a call service alarm with no known cause. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the pump¿s history showed a call service alarm on (B)(4) 2013; the user programmed a bolus of 5.5 units, the call service alarm emitted after delivery of ~0.5 unit. The bolus history did not create a partial delivery record of the bolus. Another call service alarm was emitted that day. The pump powered on normally during testing and was able to successfully pass the ez prime sequence. The pump was exercised for 24 hours. Boluses were performed during the test with no alarms emitted. The device was found to perform within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.